Event description:
New information noted that the pacemaker was explanted and replaced on (B)(6) 2021. The patient was discharged per normal outpatient procedure.

Manufacturer narrative:
The reported event of overestimation was not confirmed. The device was returned for analysis. Electrical, mechanical, and longevity analysis was normal with no anomalies found.

Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the pacemaker exhibited a diagnostics anomaly where previous transmissions showed a longevity overestimation. No intervention as performed. The patient will continue to be monitored.